Manufacturer narrative:
Additional information was received that the first valve was implanted too high and a second valve was implanted valve-in-valve. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was left in the patient and a second valve was implanted. An electrocardiogram (ECG) revealed left bundle branch block (lbbb) after the procedure. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Multiple attempts for additional information were made, however were unsuccessful. Should additional information become available or should the device be returned, a supplemental report will be submitted. (B)(4).